Event description:
It was reported that the customer was having problems with her insulin pump. Customer was in the hospital on the (B)(6) and thought she was sick. Customer had a high blood glucose level of 436 mg/dl. Customer took a manual injection and tested her blood glucose level, which was 180 mg/dl. Customer was hospitalized on (B)(6) 2015 with a blood glucose level of 319 mg/dl. Customer has type 1 diabetes. Customer was treated and released with insulin and needles. Troubleshooting was performed and the customer found tiny bubbles in the reservoir. Customer had a low reservoir alert and a no delivery alarm a few weeks ago. Customer called back to complete the high pressure test. Pump passed the test. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.